Manufacturer narrative:
(B)(4). Evaluation summary:the actual device was not available for evaluation. However, photos of the device were provided for evaluation. Photographic inspection revealed a ruptured bladder, confirming the customer reported condition. No cause could be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume intermate had ruptured. The rupture occurred while the user was filling the device and had been using a filter. The rupture was observed near the "ribbon that closed the bladder". After the event the device leaked from the filling port. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): the report was for a small volume infusor, not a small volume intermate. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.